Manufacturer narrative:
A titan pump was received for evaluation. A separation was noted in the pump exhaust tubing, opposite the pump inlet tubing, at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed this the surfaces of the site of separation to be rough and irregular, indicating sufficient stress was exerted to separate the site. A separation was noted in the pump inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the separation to be within confined abrasion, indicating that the tubing had kinked and abraded against itself over a period of time. Microscopic evaluation revealed surface abrasion on the pump inlet tubing, indicating repetitive contact between surfaces. Based on examination of the returned product, it was concluded that while in-vivo the positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the pump exhaust tubing, opposite the pump inlet tubing, at the tubing/strain relief junction. This positioning in combination with device usage over time may have also contributed to the pump inlet tubing kinking onto itself and abrading. The kinking of this tubing resulted in sufficient stress(s) to cause a separation of the pump inlet tubing at the inlet tubing/strain relief junction. Separations of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device had a visible crack in the cylinder and reservoir tubing. The device was successfully replaced and no other adverse patient effects were reported.